Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the foley catheter had ¿fallen out¿ while the patient was in the bathroom. Upon assessment, the catheter tip appeared intact, and the balloon was deflated and unruptured. The patient stated that they had been repositioning the catheter when it slid out of the urethra without resistance. The removed catheter was placed in a specimen bag to be sent for inspection. During further conversation, the patient reported that while in nuclear medicine, she had felt a ¿pop¿ and then felt air rushing from the catheter. An order was obtained to reinsert a 14 fr silicone foley catheter and inflate the balloon with 10 ml. The patient agreed to the procedure. A new 14 fr silicone foley catheter was inserted, the balloon was inflated with 10 ml normal saline, and the catheter began draining clear yellow urine. The patient tolerated the procedure well.